Manufacturer narrative:
(B)(4). Device evaluated by MFR: the balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was visible within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear beginning at the distal edge of the proximal markerband and extending 6mm distally across the balloon material. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified one hypotube kink 560mm distal to the strain relief. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that the balloon catheter was unable to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal right coronary artery. A 3.50mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that a longitudinal tear was noted on the balloon. It was further reported that the balloon was forcefully pushed to the target lesion and became kinked. After crossing the lesion, inflation was performed but the balloon ruptured.